Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2017-04684 and 2017865-2017-04685. The device and leads were explanted due to sepsis/infection. The source of infection is unknown, additional information was requested but not received.